Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display screen was dim and discolored. Unrelated to the display issue, evaluation revealed that the internal clock battery on the printed circuit board was failed. (B)(6).